Event description:
The following antibiotics were administered to treat the infection: keflex, ancef and bactrim.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead and extension were explanted due to infection. The pt experienced pain and drainage at the lead site, and also had a fever. The pt recovered without sequela.